Manufacturer narrative:
Conclusion: as no images were provided, filter tilt and perforation cannot be confirmed. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: the (B)(6) news report was reviewed. At approximately 4 minutes and 43 seconds into the news report, dr. (B)(6) shows what appears to be a g2 express filter in a specimen cup to the patient. The total number of limbs cannot be counted due to the angle shown. There appears to be at least one detached arm. A small portion of a detached limb can be seen at the base of the apex. Based on the (B)(6) news report, limb detachment can be confirmed. Conclusion: the device was not returned. As no images were provided, filter migration cannot be confirmed. During the news report, the physician stated that two filter limbs became detached during the filter retrieval. Therefore it is possible that procedural issues contributed to the reported event. Based on the available information, the definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment for a genetic blood disorder; although, there were no reported clinical symptoms experienced, the patient requested his physician to check the filter placement. Allegedly, the filter was reported to have migrated, the location of the filter was not provided. Three detached filter limbs were identified in the pulmonary artery prior to filter removal; however, during the filter removal, two filter limbs became detached and traveled to the heart. No information was provided if the detached limbs in the heart or in the pulmonary artery were removed. The patient was hemodynamically stable at the conclusion of the successful filter retrieval.

Manufacturer narrative:
Voluntary medwatch #(B)(4) was received. The facility was contacted and is currently gathering information in order to clarify the reported events. The product was reported as both a g2x and g2 express, pending product clarification. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Additional information received from medwatch - it was reported that approximately four years post inferior vena cava filter deployment for acute vte, imaging demonstrated migration of the filter from the infrarenal ivc to the anterior ivc atrial junction within the eustachian valve. Allegedly, the filter apex was severely tilted and embedded along the wall with multifocal penetration. Approximately five years ten months post inferior vena cava filter deployment, three detached filter limbs were identified within the pulmonary artery branches (2 in the rll, 1 in the lll) prior to filter retrieval. During the filter retrieval procedure, two additional filter limbs allegedly detached and one filter limb embolized into the right ventricle. The limb further migrated from the right ventricle to the pulmonary artery. There were no reported detached filter limb retrieval attempts.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient was treated for a left calf dvt and pulmonary emboli and was started on anticoagulation but had several episodes of gross hematuria with blood clots; therefore, the decision was made to place a vena cava filter. A micropuncture technique was used to cannulate the right internal jugular vein, and a venacavagram demonstrated the location of the renal veins at the l1 level. The filter was positioned at the bottom of the l2 vertebral body and deployed at this level in proper orientation. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. Approximately five years eight months post filter deployment, a review of previous x-rays and a CT scan demonstrated the filter apex embedded along the anterior ivc-atrial junction within the eustachian valve with two filter limbs extending into hepatic veins. There were at least three detached filter limbs with prior embolization into the pulmonary artery branches: 2 in the right lower lobe (rll) and one in the left lower lobe (lll). 17 days later, the patient presented for complex filter retrieval. Preprocedure radiographs demonstrated the filter within the superior portion of the intrahepatic ivc with nine visible components remaining in the cava. Three previously detached filter fragments appeared to be in stable intrapulmonary position: two in the right lung base and one in the left lung base. Ultrasound demonstrated the right internal jugular vein to be patent and it was accessed using micropuncture technique. A guidewire was advanced into the ivc and right common iliac vein followed by placement of a sheath. A venacavagram was performed with the sheath tip near the level of the confluence of the hepatic veins and demonstrated the level of the ivc filter with no acute thrombus. The filter was seen tilted at the level of the hepatic vein confluence with the apex embedded along the eustachian valve of the ivc-atrial junction. The straight tip of a catheter was cut and advanced and looped through the apical interstices of the filter. An angled glidewire was advanced through the modified catheter and looped back toward the sheath tip. Next, a trilobed snare device was advanced in parallel through the sheath to form a wire loop. While snaring the tip of the glidewire loop and placing mild traction on the catheter to straighten the filter, the filter hook was simultaneously engaged. Given that the filter hook was engaged with the trilobed snare, the modified catheter and glidewire were removed. With gentle back tension on the trilobed snare device, the sheath was advanced and the filter apex was dissected free. During this process, 2 hidden detachments were discovered. The main body of the filter was removed along with one detachment. The remaining filter fragment flowed into the right atrium and then into the right ventricle (rv). Attempts were made to capture the filter fragment from within the rv with a trilobed snare device; however, the snare could not make contact with the filter fragment. The inner sheaths were removed and a completion venacavagram with the sheath tip again at the level of the hepatic vein confluence demonstrated brisk anterograde flow. There was no acute thrombus and no acute injury at the site of prior filter implantation. All sheaths and wires were removed and manual pressure was held to achieve hemostasis. There were no complications and the patient was admitted for observation. A follow up cta demonstrated a new filter fragment within a subsegmental artery of the left lower lobe posterior basal segment. This fragment initially progressed to the rv but was noted to have moved to a subsegmental pulmonary artery which was considered not clinically significant. The following day the patient was discharged in stable condition. Investigation summary: the device was not returned. The news report was reviewed. During the nbc news report, what appears to be a g2 express filter was shown to the patient. The total number of limbs cannot be counted due to the angle shown. There appears to be at least one detached arm. A small portion of a detached limb can be seen at the base of the apex. One photo was provided. The photo shows a filter with several limbs missing. Based on the nbc news report and the photo review, limb detachment can be confirmed. Medical records were provided. The medical records allege a filter was positioned and deployed at the level of the l2 vertebrae. Approximately five years and eight months after implantation, a review of previous imaging demonstrated the filter apex embedded along the anterior ivc-atrial junction within the eustachian valve. Two limbs were reportedly extending into the hepatic veins. Three detached limbs were allegedly identified in the pulmonary artery braches: two in the right lower lobe, one in the left lower lobe. Seventeen days later, the patient presented for filter retrieval. The filter was reported to be tilted at the level of the hepatic vein confluence with the apex embedded along the eustachian valve of the ivc-atrial junction. The filter was straightened using a stiff glidewire and modified catheter. The retrieval hook was engaged with a trilobed snare, the sheath was advanced and the apex was dissected free. Two additional detached limbs were discovered. The filter and one detached limb were retrieved successfully. The second detached limb flowed into the right atrium and then into the right ventricle. Unsuccessful attempts were made to retrieve the limb in the right ventricle. A follow-up cta demonstrated the new filter fragment within the subsegmental pulmonary artery. Based on the medical record review, filter migration, tilt, and limb detachment can be confirmed. The investigation is inconclusive for limb perforation. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall filter malposition, filter tilt. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (Device code: 4001).

Event description:
It was reported that approximately five years post vena cava filter deployment for a genetic blood disorder; although, there were no reported clinical symptoms experienced, the patient requested his physician to check the filter placement. Allegedly, the filter was reported to have migrated, the location of the filter was not provided. Three detached filter limbs were identified in the pulmonary artery prior to filter removal; however, during the filter removal, two filter limbs became detached and traveled to the heart. No information was provided if the detached limbs in the heart or in the pulmonary artery were removed. The patient was hemodynamically stable at the conclusion of the successful filter retrieval. Additional information received from medwatch - it was reported that approximately four years post inferior vena cava filter deployment for acute vte, imaging demonstrated migration of the filter from the infrarenal ivc to the anterior ivc atrial junction within the eustachian valve. Allegedly, the filter apex was severely tilted and embedded along the wall with multifocal penetration. Approximately five years ten months post inferior vena cava filter deployment, three detached filter limbs were identified within the pulmonary artery branches (2 in the rll, 1 in the lll) prior to filter retrieval. During the filter retrieval procedure, two additional filter limbs allegedly detached and one filter limb embolized into the right ventricle. The limb further migrated from the right ventricle to the pulmonary artery. There were no reported detached filter limb retrieval attempts. New information received: medical records were received and reviewed. Approximately five years eight months post vena cava filter deployment for contraindication to anticoagulation, diagnostic imaging demonstrated the filter apex embedded along the anterior ivc-atrial junction with two limbs extending into hepatic veins. There were at least three detached filter limbs with prior embolization into the pulmonary artery branches: 2 in the right lower lobe (rll) and 1 in the left lower lobe (lll). 17 days later, a filter retrieval procedure was performed. Using a wire loop technique, the filter apex was dissected free; however, during this process two hidden detachments were discovered. The filter and one detached limb were successfully retrieved. Despite multiple attempts made, the detached limb within the right ventricle (rv) was unable to be retrieved. Manual pressure was held to achieve hemostasis. There were no complications and the patient was admitted for observation. A follow up cta demonstrated the detached limb that was in the rv was now within a subsegmental artery of the left lower lobe. The following day the patient was discharged in stable condition. No additional information was provided in medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and migrated to the heart. The device was removed; however, four detached limbs were unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was treated for a left calf dvt and pulmonary emboli and was started on anticoagulation but had several episodes of gross hematuria with blood clots; therefore, the decision was made to place a vena cava filter. A micropuncture technique was used to cannulate the right internal jugular vein, and a venacavagram demonstrated the location of the renal veins at the l1 level. The filter was positioned at the bottom of the l2 vertebral body and deployed at this level in proper orientation. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. Approximately five years eight months post filter deployment, a review of previous x-rays and a CT scan demonstrated the filter apex embedded along the anterior ivc-atrial junction within the eustachian valve with two filter limbs extending into hepatic veins. There were at least three detached filter limbs with prior embolization into the pulmonary artery branches: 2 in the right lower lobe (rll) and one in the left lower lobe (lll). Seventeen days later, the patient presented for complex filter retrieval. Preprocedure radiographs demonstrated the filter within the superior portion of the intrahepatic ivc with nine visible components remaining in the cava. Three previously detached filter fragments appeared to be in stable intrapulmonary position: two in the right lung base and one in the left lung base. Ultrasound demonstrated the right internal jugular vein to be patent and it was accessed using micropuncture technique. A guidewire was advanced into the ivc and right common iliac vein followed by placement of a sheath. A venacavagram was performed with the sheath tip near the level of the confluence of the hepatic veins and demonstrated the level of the ivc filter with no acute thrombus. The filter was seen tilted at the level of the hepatic vein confluence with the apex embedded along the eustachian valve of the ivc-atrial junction. The straight tip of a catheter was cut and advanced and looped through the apical interstices of the filter. An angled glidewire was advanced through the modified catheter and looped back toward the sheath tip. Next, a trilobed snare device was advanced in parallel through the sheath to form a wire loop. While snaring the tip of the glidewire loop and placing mild traction on the catheter to straighten the filter, the filter hook was simultaneously engaged. Given that the filter hook was engaged with the trilobed snare, the modified catheter and glidewire were removed. With gentle back tension on the trilobed snare device, the sheath was advanced and the filter apex was dissected free. During this process, 2 hidden detachments were discovered. The main body of the filter was removed along with one detachment. The remaining filter fragment flowed into the right atrium and then into the right ventricle (rv). Attempts were made to capture the filter fragment from within the rv with a trilobed snare device; however, the snare could not make contact with the filter fragment. The inner sheaths were removed and a completion venacavagram with the sheath tip again at the level of the hepatic vein confluence demonstrated brisk anterograde flow. There was no acute thrombus and no acute injury at the site of prior filter implantation. All sheaths and wires were removed and manual pressure was held to achieve hemostasis. There were no complications and the patient was admitted for observation. A follow up cta demonstrated a new filter fragment within a subsegmental artery of the left lower lobe posterior basal segment. This fragment initially progressed to the rv but was noted to have moved to a subsegmental pulmonary artery which was considered not clinically significant. The following day the patient was discharged in stable condition. Photo review (first): the (B)(6) report was reviewed. At approximately 4 minutes and 43 seconds into the news report, what appears to be a g2 express filter in a specimen cup was shown to the patient. The total number of limbs cannot be counted due to the angle shown. There appears to be at least one detached arm. A small portion of a detached limb can be seen at the base of the apex. Based on the (B)(6) report, limb detachment can be confirmed. Photo review (second): one photo was provided and reviewed. The photo shows a filter with a retrieval hook inside a specimen cup. There are seven limbs present and intact. The type of limbs can not be determined based on the photo provided. There are what appears to be five limbs missing from the filter. A dark linear object appears to be at the bottom of the specimen cup. It is possible this linear object is one of the detached limbs. Based on the photo provided, limb detachment can be confirmed. Conclusion: the news report was reviewed. During the (B)(6) report, what appears to be a g2 express filter was shown to the patient. The total number of limbs cannot be counted due to the angle shown. There appears to be at least one detached arm. A small portion of a detached limb can be seen at the base of the apex. One photo was provided. The photo shows a filter with several limbs missing. Based on the (B)(6) report and the photo review, limb detachment can be confirmed. Medical records were provided. The medical records allege a filter was positioned and deployed at the level of the l2 vertebrae. Approximately five years and eight months after implantation, a review of previous imaging demonstrated the filter apex embedded along the anterior ivc-atrial junction within the eustachian valve. Two limbs were reportedly extending into the hepatic veins. Three detached limbs were allegedly identified in the pulmonary artery braches: two in the right lower lobe, one in the left lower lobe. Seventeen days later, the patient presented for filter retrieval. The filter was reported to be tilted at the level of the hepatic vein confluence with the apex embedded along the eustachian valve of the ivc-atrial junction. The filter was straightened using a stiff glidewire and modified catheter. The retrieval hook was engaged with a trilobed snare, the sheath was advanced and the apex was dissected free. Two additional detached limbs were discovered. The filter and one detached limb were retrieved successfully. The second detached limb flowed into the right atrium and then into the right ventricle. Unsuccessful attempts were made to retrieve the limb in the right ventricle. A follow-up cta demonstrated the new filter fragment within the subsegmental pulmonary artery. Based on the medical record review, filter migration, tilt, and limb detachment can be confirmed. The investigation is inconclusive for limb perforation. During the news report, the physician stated that two filter limbs became detached during the filter retrieval. Therefore it is possible that procedural issues contributed to the detachment of the two additional limbs. The filter likely became tilted after migration. It is possible a large clot dislodged the filter which caused it to migrate to the level of the hepatic veins; however based on the available information, the definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall, - filter malposition, - filter tilt, precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4).

Event description:
It was reported that approximately five years post vena cava filter deployment for a genetic blood disorder; although, there were no reported clinical symptoms experienced, the patient requested his physician to check the filter placement. Allegedly, the filter was reported to have migrated, the location of the filter was not provided. Three detached filter limbs were identified in the pulmonary artery prior to filter removal; however, during the filter removal, two filter limbs became detached and traveled to the heart. No information was provided if the detached limbs in the heart or in the pulmonary artery were removed. The patient was hemodynamically stable at the conclusion of the successful filter retrieval. Additional information received from medwatch - it was reported that approximately four years post inferior vena cava filter deployment for acute vte, imaging demonstrated migration of the filter from the infrarenal ivc to the anterior ivc atrial junction within the eustachian valve. Allegedly, the filter apex was severely tilted and embedded along the wall with multifocal penetration. Approximately five years ten months post inferior vena cava filter deployment, three detached filter limbs were identified within the pulmonary artery branches (2 in the rll, 1 in the lll) prior to filter retrieval. During the filter retrieval procedure, two additional filter limbs allegedly detached and one filter limb embolized into the right ventricle. The limb further migrated from the right ventricle to the pulmonary artery. There were no reported detached filter limb retrieval attempts. New information received: medical records were received and reviewed. Approximately five years eight months post vena cava filter deployment for contraindication to anticoagulation, diagnostic imaging demonstrated the filter apex embedded along the anterior ivc-atrial junction with two limbs extending into hepatic veins. There were at least three detached filter limbs with prior embolization into the pulmonary artery branches: 2 in the right lower lobe (rll) and 1 in the left lower lobe (lll). Seventeen days later, a filter retrieval procedure was performed. Using a wire loop technique, the filter apex was dissected free; however, during this process two hidden detachments were discovered. The filter and one detached limb were successfully retrieved. Despite multiple attempts made, the detached limb within the right ventricle (rv) was unable to be retrieved. Manual pressure was held to achieve hemostasis. There were no complications and the patient was admitted for observation. A follow up cta demonstrated the detached limb that was in the rv was now within a subsegmental artery of the left lower lobe. The following day the patient was discharged in stable condition. No additional information was provided in medical records received.